Event description:
Device returned to zoll medical for upgrade, during product testing it was found that the device's pacer output was out of specification. There was no pt involvement in the reported malfunction.